Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported the cause for the baclofen withdrawal has not been determined as the providers the patient works with were not willing to do the study required to confirm the hypothesis. No steps were taken to resolve the issue. The patient could not find a physician willing to help him. The patient stated that they think they may wean themselves off the pump entirely as the patient had no physician that was willing to cover the pump or understand the disease they have.

Event description:
Additional information was received from the patient who reported that they had a diagnosis of hereditary spastic paraplegia (hsp). In regard to the first incidence of symptoms that occurred after using a hip extension machine, the patient stated that they begin by lying prone, supported across the abdomen with the legs free and bent downward at 90° and then raise the weights using their legs. The patient did three sets of 16 repetitions before realizing the strong pressure on their lower abdomen and discontinuing the exercise. The next day the patient had symptoms of reduced posterior chain tone and reduced lower-body stability ("shaky" legs). The symptoms persisted for about 36 hours. The next set of episodes started about 4 months ago and occurred, oddly enough, on friday nights with symptoms persisting for 48-72 hours. The symptoms were much more severe, including pruritus predominantly on the lower abdomen, priapism, muscular fasciculations in lower body, and "pins & needles" sensory neuropathy in lower body. Lower body fasciculations were triggered by light cutaneous touch, so sleep was drastically disturbed during these episodes. Reduced lower-body muscle tone and "shaky legs" were again noted. The symptoms were somewhat alleviated by a 20- mg oral baclofen dose. The patient reviewed their training program somewhat belatedly and identified a new exercise as a likely culprit because this exercise showed a reliable - 6-hour time-lagged correlation with the advent of an "episode." The exercise involved laying on a 45° padded support for abdomen and chest, then pulling upward with arms on a weighted armature. This put substantial pressure on the lower abdomen. The patient discontinued this exercise as well as anything that involves lower abdomen pressure, and no further "episodes" have occurred since then. The patient¿s tentative conclusion was baclofen withdrawal caused by pump/catheter damage and speculated it was more likely the catheter because the pump does not report any issues when interrogated. The patient indicated that because drug delivery from the pump was no longer reliable, and they had insufficient medical support, they were now in the process of weaning them self entirely off the pump, which had never been strongly effective for their hsp symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was familial spastic paraparesis, intractable spasticity, and other spasticity. The patient reported that they had moved and were having a hard time finding a new managing hcp (healthcare provider) in the area to take over their care. The patient also stated that they think their pump/catheter is failing because they keep going into baclofen withdrawal. The patient stated that this was about the 6th incident, and they think they damaged the pump/catheter about 1.5 years ago while at the gym doing a weightlifting exercise because the first incident occurred about a day and a half after they did the exercise. The patient explained that they were doing a lower body hyperextension machine that had just arrived in the gym. The patient stated that they did 2 sets and realized that the exercise, which involved basically throwing your legs up from the hips while you're lying with your upper body on a platform, was putting a huge amount of pressure on their lower abdomen where the pump was. The patient confirmed that the pump had been interrogated a few times since that occurred and it hadn't reported any issues.